Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This crt-d was explanted. Additional information indicated that the system was explanted due to an infection of the wiring. No additional adverse patient effects were reported. This crt-d was explanted.

Manufacturer narrative:
This supplemental is being filed to capture b5: describe event or problem and g2: report source.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This crt-d was explanted.